Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of a 500cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral deflated implants. As a result, the patient will undergo removal on (B)(6) 2022 contralateral event.

Manufacturer narrative:
On august 04, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 18, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 23, 2022 mentor became aware that the patient only suffered from a right-sided deflation. As this file pertains to the left device, deflation is no longer applicable. Manufacturer¿s reference number: (B)(4).